Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4 batch # 848a93. B3: only event year known: 2023. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was broken off and returned inside a plastic bag. The device was received with no reload present. No functional test could be performed due to the condition of the device. The event reported was confirmed and the damage noted on the device is related to improper use of the device. While the exact nature of the pressure apply to the device could not be determined possible causes are if enough force is applied to the knob, the device could be damaged. Also, if the closing latch and the knob are press against each other when the latch is been close damage to the knob could occur. For additional information please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 848a93, and no non-conformance's were identified. Additional information was requested, and the following was obtained: 1. Please provide the account/facility name and details of the initial reporter (name/email): (B)(6). Head of or nursing staff 2. Could you please clarify when issue was found pre-op/intra-op/post-op, intra op 3. Could you please provide more details of device malfunction? When they tried to use the stapler, it stuck and didn't function. 4. Did the reload lock out and would not work? (No information) 5. Did the reload begin to staple and cut, but then jammed? It jammed at the beginning 6. Did the device staple? No. 7. If the device stapled, was the staple line complete? 8. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 9. Did the device cut? No. 10. If the device cut, was the cut line complete? 11. Were the cut line and staple lines equal? 12. Could you please clarify if there were any patient consequences? No, they opened a new stapler of same code and resume working. 13. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Nothing reported.

Event description:
It was reported that during an unknown procedure there was an issue with the proximate reloadable linear cutter stapler with safety lock-out, size 75mm.